Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and provided instructions for the customer to use multiple daily injections as a backup insulin therapy.